Event description:
Pt reported obtaining a result of "hi"(>600 mg/dl), while using the suspect device. Pt stated that, based on this result, she sought treatment at the hospital. Pt noted that, once hospitalized, her blood glucose measured 200 mg/dl (on a different blood glucose monitor). Pt was reportedly treated with intravenous "sugar water" pt did not provide time duration between reading of "hi," obtained on the suspect device, and reading of 200 mg/dl, while hospitalized. Additionally, pt provided no additional details pertaining to treatment received, or duration of hospitalization. At the time of the report, pt had already disposed of the strips in use at the time of the event; however, she indicated that she would return the blood glucose monitoring device for evaluation. Quality control testing was not performed on the system. Pt's current condition: feeling ok.